Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal delaminated and bubbled. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) seal was delaminated and bubbled. There was no relevant service history and no relevant event history. Complaint was confirmed through visual inspection. Replaced dso seal, device passed all testing post repair.